Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown and exchange due to patient¿s concerns with the product. The device remains implanted.

Event description:
Patient reported right side capsular contracture baker grade unknown and exchange due to patient¿s concern with the product. Healthcare professional later reported capsular contracture baker grade IV. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and one opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported capsular contracture baker grade unknown and exchange due to patient¿s concerns with the product. Healthcare professional reported exchange from textured to smooth due to the patients concern of the product. Physician later confirmed capsular contracture, baker grade IV. This record is for right side. The device has been explanted.